Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of embolic events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar), a dissection was noticed on the common carotid artery (cca) and a hematoma propagating toward the right internal carotid artery (rica). The physician decided to place a stent on the cca dissection post tcar. Once the tcar was completed, and after measuring the cca, the physician noticed that the dissection was now an extravasation of the cca they then decided on a 11x50 viabahn stent which requires an 11fr sheath, they performed the delivery of the stent without incident and the sheath was removed and the neck was closed. The patient woke up with left sided weakness but was able to follow most commands. The physician later stated that the patient "stroked" with new white lesions.